Event description:
It was reported that spine surgery was performed on an older woman using implants and 8 screws from xia ii titaium. The patient needed to be re-operated because the blockers unscrewed.